Manufacturer narrative:
The meter involved in incident was returned, but the test strips were not returned. The returned meter was evaluated with retention samples of the same lot of test strips involved in the incident and performed to specification. No failure detected.

Event description:
Caller indicated the relion prime meter was reading high. Customer stated he almost had a stroke on (B)(6) 2013; he did a test in the evening around 6:30 and got a reading of 350 so he took 100 units of insulin based on the reading. An hour later he started feeling shaky and felt his tongue was swollen and was feeling numb so he took a test with his mom¿s meter and it was less than 100. He then had some peanut butter and jelly with a class of milk to bring sugar back up and started feeling better. An hour later he tested again with his mom¿s meter and was able to get his sugar back up to 130. He is washing hands, letting them dry and is using a new lancet. Storing everything in the bedroom. He does have control solution. He did have solution when he got meter a year ago and it tested in range. Replacing product.

Manufacturer narrative:
Device history records were reviewed and no anomalies were detected. Actual product was not returned for testing. Retention samples of the same lot of test strips involved in the incident were tested and performed to specification. Customer did not return product.